Event description:
Account reports, pump was turned on and appeared to be infusing, but the syringe did not move, and there was no alarm. The batteries were changed, but it did not correct the problem. As a result, the anesthesiologist had to "manually squeeze the tubing" to deliver the propofol. Reporter indicates there was no pt injury.